Event description:
Device evaluation competed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical peripheral intravenous catheters (pivc)/jelco safety protectiv plus catheters were examined by 49 unopened devices . No abnormalities were noted upon visual inspection and measured. Engineering practices revealed device performed at 100% prior to release. Fault could not be established as believed to be user related.

Event description:
Information received a smiths medical peripheral intravenous catheters (pivc)/jelco safety protectiv plus catheters needles are dual hard to penetrate the skin, described with self osculating. No patient adverse events reported.